Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a motor error. The customer¿s blood glucose level was 466 mg/dl. The customer was able to complete insulin pump rewind. The customer reported that the drive support cap was normal. The customer reported that the alarm occurred during bolus. The customer also reported that the insulin pump was not been exposed to high magnetic field. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.